Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) with rapid ventricular response. The atp therapy was unsuccessful in converting the rhythm and the patient then spontaneously went into ventricular tachycardia (vt). Shock therapy was delivered and successfully converted the rhythm. Review of stored device memory noted that this ICD and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Additionally, intermittent high out of range ra pacing impedance measurements greater than 2,000 ohms was noted. The noise was felt to be consistent with oversensing related to minute ventilation and the respiratory rate trend feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.